Manufacturer narrative:
(B)(4) estimated date (reported as date of birth (B)(6)). Evaluation summary: evaluation of the returned device found that it was deployed with blood present in the device. The body of the device, lever, foot, guide and sheath were returned with no damage or abnormalities detected that could contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger needle trajectory was acceptable indicating it was not a contributing factor in the event. The needle trajectory of each device is inspected twice during manufacturing. Based on the analysis of the returned components the reported cuff miss could not be confirmed for this device. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The site was rewired and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.